Manufacturer narrative:
The insulin pump had no escape or act button response due to a flattened button dome switch. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer's mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was 218 mg/dl. The customer's mother could not recall any significant events leading to the alarm. The mother reported the insulin pump may have been bumped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.